Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities on the returned instrument. There was no reported condition to confirm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoidectomy, during the stapling of the colon, on the second firing, the device did not fire. The reload was assembled on a new handle but the device did still not fire. A new reload was taken and loaded onto the second handle and the device was able to fire. There was no patient injury.